Event description:
During a lap colectomy procedure, after reloading, the device fired malformed staples, with many legs pointing outwards and not engaging the tissue. Leak test performed resulted in air bubbles at the staple line. Another like device was pulled and fired resulting in no leaks. No patient consequence.